Manufacturer narrative:
As reported, the capsure device deployed deformed fastener. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during simulated use testing, however, the device was found to be out of sync as received. No other deformed fasteners were found to deploy. The device being out of sync is not indicative of the as manufactured condition. Based on the sample evaluation, the stretched fastener reported and found synchronization issue is likely the result of forces applied while attempting to fixate at the cooper¿s ligament. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal pre-peritoneal procedure, the capsure fixation device deployed deformed fasteners during first and second fires. It was reported that two fasteners were slightly off from the intended point and stuck. It was reported no loose fasteners were present and bleeding occurred at place where the fastener was stuck but stopped immediately.